Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device and associated multifunction cable (mfc) were returned and successfully passed functional testing, with no discharge issues identified. No clinical logs were saved, and the relevant activity log had been overwritten due to troubleshooting performed on (B)(6) 2025 by the facility. The log review from the later troubleshooting activity documented multiple instances of accessory error 6, suggesting a potential issue with the cable or electrode pads in use at that time, though this could not be confirmed as the cause of the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.